Event description:
It was reported that the physician was attempting to treat a lesion in a tortuous left internal mammary artery. Two resolute integrity rapid exchange (rx) drug eluting stents were used during the procedure. It was reported that the physician experienced difficulties delivering both stents to the lesion and upon withdrawal of the stents back into the guide catheter it was noted that both stents had raised and bent struts. No issues were noted with the stents before deployment. No clinical sequelae were reported. Device evaluation: numerous struts on the 1st, 3rd, 4th, 10th and 11th proximal stent segments were partially raised, overlapping and deformed.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (stent deformation and failure to deliver the stent). Patient's condition affected effectiveness of device (tortuous vessel). Related to operational context (related to guide catheter). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (tortuous vessel). Operational context contributed to event (related to guide catheter).